Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not able to adjust the stimulation. The pt programmer display showed a "call your doctor" icon. There was a power on reset (por) condition. No further pt symptoms were reported. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.